Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/18/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. The battery compartment was cracked. The returned battery cap had stripped threads. The battery cap was unable to secure onto the pump, and maintain an electrical connection with the pump. A test cap was used to complete the investigation. The pump was exercised for 24 hours with the test cap, with no power interruptions or duplicated alarms. The pump was opened and no moisture was observed on the internal components of the pump. Unrelated to the initial complaint, there was moisture observed in the battery compartment. The leak test failed due to a battery compartment leak. Also unrelated, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap was unable to tighten onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.